Event description:
A (B)(6) female admitted (B)(6) 2016 for bilateral total knee replacement for djd. Duration of procedure: 100 min. Pt discharged on (B)(6) 2016. Readmitted (B)(6) 2016. It was (87 days post op) for left knee pain. Returned to operating room for removal of hardware from left knee. Cultures sent - revealed mycobacterium goodii.